Event description:
An issue was reported with an incorrect pump time setting, which was greater than five minutes off. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values outside normal ranges. The caller received assistance with updating the pump time and was advised to monitor the situation and follow up if the discrepancy occurs again, which they understood and acknowledged.